Manufacturer narrative:
The returned sample was visually inspected and found to be non-conforming with the needle bent at the stiffener and brown/orange foreign material on the port face of the needle. The sample was then functionally test for actuation, aspiration, and cut. The sample was found to be conforming for aspiration and was non-conforming for cut and actuation. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The extension pulled out of the coupling. No adhesive was observed to be on the extension when held under uv lighting. The inner cutter was observed to be bent. Wear marks were observed at the bend area of the inner cutter. Gouge marks were observed at the cutting edge and several other locations along the inner cutter. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The complaint evaluation confirms the probe had actuation and cut issues. The most likely root cause for the actuation and cut non-conformances is from the bent needle and bent inner cutter. A damaged inner cutter can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. The exact root cause of the bent needle and inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. A secondary contributing factor to the actuation and cut non-conformances is the separation of components within the probe. It appears that toward the beginning of use in surgery the adhesive bond failed, causing the extension to detach from the coupling. The exact root cause of the adhesive bond failure could not be determined from this evaluation. Potential contributing factors include the bent needle and inner cutter as well as adhesive application during manufacturing of the probe. An exact root cause for the bent needle, bent inner cutter, and extension detachment was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. An internal investigation was completed and identified areas to implement additional process controls within the manufacturing process to reduce the frequency of probe complaints for detachments of the extension from the coupling. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the cutter was not closing properly during a procedure. The condition of aspiration is unknown. The product was replaced to complete the procedure. Patient impact is unknown.